Event description:
The customer received a blood glucose reading of 100mg/dl on the contour next, re-tested on a different meter and the reading was 40mg/dl. He felt hypoglycemic symptoms. Specific symptoms were not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant the test strips were not expected to be returned for evaluation. Replacement meter was sent to the customer.